Manufacturer narrative:
No problem detected after investigation. Complaint not confirmed. Please refer to the MDR number: 3004378299-00198. We are unaware about patient/operator injury.

Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operator were reported.